Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: DHR review: product code 151630307 work order (B)(4) was manufactured on 27-sep-2017. 14 parts were manufactured per specification and all raw materials met specification. There were three scrap parts associated with lot (B)(4). The three parts were scrapped off at the machining step in the process. The three parts were scrapped out for the reason code a640: swarf on fixture. All part at the machining step in the process are 100 percent inspected on a cmm. The cmm reports were reviewed as parts of this DHR review. All scrap parts were removed from lot (B)(4) as per scp-csop0619 scrap procedure, therefore there is no correlation with the complaint failure mode. One ncs (non-conformances) found associated with (B)(4). Nr-0102929 was opened in relation to surface roughness in the patella relief out of specification. Nr-0102929 was escalated to pia. During further investigation under product issue assessment (pia) 1236841 the product issue does not alter the benefit-risk profile of this product. As there is no increased risk to patient safety. Based on the above there is no correlation between nr-0102929 and the complaint failure mode of patient dislocated due to gross instability.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient dislocated due to gross instability. Revised femur.